Event description:
It was reported that this right atrial (ra) lead was part of a system revisory due to infection. There was no additional adverse patient effects reported. This ra lead was surgically abandoned. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).